Event description:
After a lens was implanted in the patient's eye, the readings were off to such an extent that another lens had to be implanted in the patient's other eye to compensate for the difference. The first surgery was performed approximately one year ago. The second surgery was performed approximately three months ago.